Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication of the stent placement was to treat a stricture within the transverse colon. The stricture was approximately 10mm in length and the lesion was not noted to be tortuous. On (B)(6) 2012, tissue ingrowth was confirmed through the stent. A second wallflex enteral colonic stent was implanted within the existing stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age.(B)(4):the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication of the stent placement was to treat a stricture within the transverse colon. The stricture was approximately 10mm in length and the lesion was not noted to be tortuous. On (B)(6), 2012, tissue ingrowth was confirmed through the stent. A second wallflex enteral colonic stent was implanted within the existing stent. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).